Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm rupture, surgical conversion and death. (B)(4).

Event description:
On an unknown date, the patient underwent surgical replacement of ascending aorta and aortic arch using non-gore manufactured surgical graft and endoprosthesis (open-stent technique was used). Later, it was revealed that a pseudoaneurysm had been formed around the anastomosis site of the surgical graft. On (B)(6) 2017, the patient underwent endovascular repair of the pseudoaneurysm using a conformable gore® tag® thoracic endoprosthesis ((B)(4)). The physician performed left thoracotomy and exposed the descending thoracic aorta, and an attempt was made to advance a delivery catheter from the descending thoracic aorta. The delivery catheter was caught on the anastomosis site of the surgical graft and was not positioned into an intended site. Several more attempts were made to advance the delivery catheter, but those were not successful. During the attempts to advance the delivery catheter, rupture of the anastomotic site was revealed and the patient¿s blood pressure rapidly dropped. It was reported that the existing open stent had been pushed up proximally during attempts to advance the delivery catheter, which caused a distal type I endoleak. In addition to the rupture of the anastomotic site, the distal type I endoleak led to the blood leaking from the rupture site, which could have contributed to the rapid decrease in the patient¿s blood pressure. It was also reported that the patient¿s thoracic aorta was tortuous and its condition was not good, which could have contributed to the delivery catheter being difficult to advance. The physician converted the procedure to open thoracic surgery in order to repair the rupture of the anastomotic site. Intra-procedure transfusion was given (exact amount is unknown) and cardio-pulmonary resuscitation (CPR) was performed. Additionally, percutaneous cardio-pulmonary support (pcps) was introduced. However, the patient¿s hemodynamic status did not recover, and the patient expired during the procedure. An autopsy was not performed, and further information was not available.